Event description:
Information received indicates the call bell is not working due to loose pins on the communication cable.

Manufacturer narrative:
The technician replaced the communication cable and installed a cable saver to repair the bed.